Manufacturer narrative:
Product event summary- a proximal portion was received measuring 56.5 cm. The distal conductor of the lead developed a fracture due to flexing while in vivo. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4016-58 lead, (B)(6) 2000-12. A 6932-65 lead, (B)(6) 2000. (B)(4).

Event description:
It was reported that during a normal generator change out the left ventricular (lv) lead was unable to capture. It was also reported there was a possible fracture and a sudden rise in impedance. The lead was capped and replaced with a epicardial lead. No patient complications have been reported as a result of this event.